Manufacturer narrative:
The company service representative examined the system, but was unable to replicate the reported event. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A customer reported that during a procedure the physician had to increase the laser power beyond the normal values to get the impact on the retina. The procedure was completed without patient harm.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a power malfunction; low power. Event details and patient involvement are unknown. Additional information has been requested.